Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they have upper and lower sore teeth and pressure from wearing their retainers. The teeth that are sore are upper central and lateral incisors, more so upper right central and upper left lateral. Bottom left and central incisor are sore and left incisor is most sore and mobility is present. Bottom right lateral incisor is sore and slight mobility is present. No further information is available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.